Event description:
The customer reported the video system center is unable to display image. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that there was color bars present on the monitor when the scope was installed in the processor. The customer was not at the cart during the time of call and opted to call back. A follow up was made and the customer mentioned that the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.